Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had inadequate stimulation as a result of lead migration. The physician was not able to get the lead in the right place. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was discarded.